Event description:
A report was received that the patient's pocket site was revised to make the pocket deeper due to pocket site discomfort. The patient was doing well following the revision surgery.

Manufacturer narrative:
This is the final report.